Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.

Event description:
It was reported that during a difficult rv lead implantation due to patients physiology, the device lost telemetry. It was suspected that this may have been due to over eight hours of continous rf telemetry during surgery. The device was explanted and replaced.